Manufacturer narrative:
The scope has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Currently the investigation is ongoing, and as part of our investigation, an olympus endoscopy support specialist (ess) will be dispatched to the user facility to observe the reprocessing technique of the technician involved, as well as the user facility reprocessing practices, and to provide reprocessing training as necessary. The subject scope will also be sent to an off-site independent laboratory for ethylene oxide (eto) sterilization and subsequent olympus evaluation. Olympus will continue to investigate and work with the user facility to obtain more specific and detailed information regarding the reported event. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study, the scope tested positive for escherichia coli, escherichia fergusonii, and shigella dysenteriae species. There was no reported patient infection. The scope was not eto sterilized before the positive culture. Regarding the reprocessing: the detergent is intercept, the disinfectant is rapicide pa (both with medivators). The minimum effective concentration is checked before every scope is disinfected. The aer is a medivators dsd edge, serial # (B)(4). The endoscope channel is brushed during manual cleaning with a single use endochoice hedgehog channel cleaning brush. Pre-cleaning is performed immediately after a procedure. The endoscope is leak tested prior to manual cleaning using an olympus mu-1 leak tester. There have been no problems noted with the aer, which is next due for preventive maintenance in november 2018. The most recent reprocessing in-service conducted by an olympus endoscopy support specialist was november 2017 for this scope model. Two new reprocessing employees have been hired since. The customer site trains their own staff. Olympus endoscopy support specialist personnel have observed that the order of reprocessing is incorrect, and an in-service has been scheduled. The endoscope is stored in a well ventilated non-drying storage cabinet, hung vertically with all accessories removed.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide the closed case report. The summary of the investigation findings are as follows: -the organism identified was escherichia coli or escherichia fergusonii or shigella dysenteriae which is intestinal flora. -multiple deviations were observed during the reprocessing procedure review. -deviations during sampling were reported by an on-site infection control nurse. The exact cause of the reported event could not be conclusively determined, but this phenomenon was possibly occurred due to following: -it is likely that contamination was due to insufficient reprocessing because of the occurrence of the unique species and improper reprocessing procedures (microbiological analysis and reprocessing procedure review). -while inadequate sampling is probably not the primary cause, it cannot be completely ruled out due to the deviations observed (sampling procedure review).

Manufacturer narrative:
The olympus ess visited the customer site to observe their reprocessing. The ess noted that reprocessing steps were being performed out of order, and that non-olympus brushes were being used. The ess also noted that a scope buddy was being used in place of syringe steps during manual cleaning / flushing.

Manufacturer narrative:
The scope was eto sterilized by a third party and returned to olympus for evaluation. The evaluation found a gray stain in the instrument channel in the control body region, as well as kinks inside the channel in the bending section region. A review of production records found that the scope was purchased in june 2010 and was last refurbished in august 2018. A review of the reprocessing of this specific scope is still ongoing. This report will be updated when additional information is received.